Event description:
After effect: night halos, especially while driving; dry eye; noticeable weakening of correction within 18 months of procedure. Glasses required for night driving. Pre-procedure: despite requests, I was never able to speak directly with the operative surgeon until moments before the procedure and then, only just briefly. There was no substantive contact with the surgeon, ever, even post surgery. Also, pre-procedure, I was shuffled between two optometrists in the office and had trouble getting consistent info about the details of my correction. It felt like a mill; I was just one of the masses. P.s. Despite the problems, I feel that lasik requires a risk-benefit assessment for each pt. I suffer these after effects, but if I had the option to choose the procedure again, I would probably do it. The benefits outweigh the after effects. For others this may not be true. It is an assessment that each individual must make. If I could do anything differently, it would be to interview more facilities/physicians, instead of just going with the one who I thought had the best record. I should say, also, that I chose mono-vision so that one eye sees far away and the other sees close. I do not need glasses for reading or distance, only for driving at night due to halos. I do have some trouble with intermediate distances, say three to four feet.